Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking t-lock assembly was confirmed. The sample was evaluated and this event was determined to be related to a manufacture condition. Bd is working to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer that "issue with ECG wire, clear stylet connection with beige port leaking saline when flushed when PICC line in patient and issues pulling back blood return when ECG wire in place through beige stylet seems to let air in. Have to then disconnect flush and expel air and reconnect it and pull back to assess for blood return." Additional info received on 13-july-23. Customer reported that "the patient was in ICU in central access. They had issues with the ECG wire being already bent inside the new PICC, along plunger on the clear ECG wire housing spraying out once flushes while new PICC in introducer well as pulling air as there doesn¿t seem to be a good seal with the change in the beige plunge. The event delayed them from being able to corr blood from red lumen once PICC was placed. The wire bumping as we are pulling it in and out of trim it etc. Slow me down as patient was critically ill. She was also in rapid afib requiring a cxr tip location so that was also a delay that couldn¿t be avoided."

Event description:
It was reported by the customer that "issue with ECG wire, clear stylet connection with beige port leaking saline when flushed when PICC line in patient and issues pulling back blood return when ECG wire in place through beige stylet seems to let air in. Have to then disconnect flush and expel air and reconnect it and pull back to assess for blood return." Additional info received on 13-july-23 customer reported that "the patient was in ICU in central access. They had issues with the ECG wire being already bent inside the new PICC, along plunger on the clear ECG wire housing spraying out once flushes while new PICC in introducer well as pulling air as there doesn¿t seem to be a good seal with the change in the beige plunge. The event delayed them from being able to corr blood from red lumen once PICC was placed. The wire bumping as we are pulling it in and out of trim it etc. Slow me down as patient was critically ill. She was also in rapid afib requiring a cxr tip location so that was also a delay that couldn¿t be avoided."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.